Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been unable to hear with the device since may 2022, when a noise ("pop inside") was heard and the user felt some movement from the internal device and pain at the implant site. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation is scheduled for january 2024. This is a final report.

Event description:
The user has been unable to hear with the device since may 2022, when a noise ("pop inside") was heard and the user felt some movement from the internal device and pain at the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been unable to hear with the device since (B)(6) 2022, when a noise ("pop inside") was heard and the user felt some movement from the internal device and pain at the implant site.